Event description:
On 11/05/2009 the pt reported she has had elevated blood glucose readings up to 330 mg/dl. She had no symptoms and bolused insulin to treat her readings. She stated, she has had a cold and cough for over a week now and believes this contributed to her elevated readings. She stated, she has only been on insulin pump therapy for 3 weeks and is "still learning." When she filled the insulin cartridge of her device, she only had 283 units of insulin in the cartridge. She did not know how to adjust the piston rod, so she left the piston rod at the 315 unit mark. The procedure for properly adjusting the piston rod was reviewed with the pt, and she was advised of the importance of doing so. She said, she saw air bubbles in the tubing and cartridge yesterday. She stated she uses cold insulin to fill the cartridges. She was advised to use only room temperature insulin to fill the cartridge. She stated, she also pulled the cartridge out and reinserted it without completing the 'change cartridge' process. She was advised to always complete the 'change cartridge' process after removing the cartridge. The pt was assisted in completing the 'change cartridge' process and in adjusting the piston rod for the approximately 50 units she had left in the cartridge. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.